Event description:
It was reported to philips that the system switched off during the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected during the issue occurred during a coronary diagnosis procedure, and the procedure got delayed and it was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system switched off during the procedure. Upon functional testing, the fse found that the breaker 160a (breaker after ups output) trip off that made no power to the main system. To resolve the reported issue the fse checked the output voltage from ups to breaker 160a and the cables in the db but all were found within the system specification. The fse found that there was a dead lizard on the db which could probably fell off and caused the trip. The fse closed all the db cover and checked the system. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred due to a dead lizard found in the db which caused the system to trip. There was no malfunction of the system found during the functional test by fse. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.